Event description:
The doctor of a (B)(6) female patient contacted a zoll territory manager (tm), who then contacted zoll customer support. The tm reported the doctor had told him that the patient passed away on (B)(6) 2013. Per the patient's fiancee, the patient was not wearing the lifevest at the time of death because it was "broken." A review of flag files indicate the patient first started receiving "te pad placement fault" messages on (B)(6) 2013 before removing the lifevest completely on (B)(6) 2013. The patient told fiancee she intended to get another lifevest. The patient never contacted zoll to report any problems with the lifevest device. The patient passed away 4 days later not wearing the lifevest. The patient flag files were not downloaded until after the patient passed away. Upon receipt of the electrode belt, a reportable problem was detected. The belt failed incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the therapy electrode recognition test. Upon evaluation, the white pulse wire was open in the trunk cable insulation. The cause of the test failure is the open pulse wire. The cause of the open pulse wire is damage to the trunk cable. The root cause of the damaged trunk cable cannot be positively identified but is likely physical abuse. The patient was not wearing the lifevest at the time of death on (B)(6) 2013. The patient removed the device on (B)(6) 2013.